Event description:
The event was observed by a nurse and a registrar. The cause of death was attributed to the patient's pre-existing condition holoprosencephaly and unrelated to the smiths medical device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a portex® bivona® uncuffed pediatric tracheostomy tube was found to be split on the side of the flange during a routine tracheostomy (trach) tie change. The patient had been admitted to the hospital for hydrocephalus with a ventriculoperitoneal (vp) shunt malformation removal leading to an emergent decompression. The patient was deemed as a difficult intubation with a trach placed five days earlier; being secured with cotton ties and swedish nose on the end of tube. Subsequently, the patient underwent a successful emergent trach change out. No adverse patient effects were reported related to the device. However, the patient had been reported to be on a palliative care pathway and has since expired.